Manufacturer narrative:
Bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 21 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set had blood leakage when drawing blood. The tubing had holes in it. The patient had to be stuck again. There was no report of serious injury or medical intervention reported.